Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep).the device had not been replaced on (B)(6) but was scheduled for replacement which was done today (B)(6) 2020. The device was discarded at the doctors request and will not be returned to medtronic.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v840309, implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 05-oct-2015. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that approximately 2 months ago, the patient was in the showers and felt a sudden shock that last about 20 seconds then it shuts off and has remained off since. The patient had an x-ray to troubleshoot the issue. A revision and replacement was planned to resolve the issue. No further patient complications are anticipated or expected as a result of this event.